Event description:
It was reported that the customer ate a lot of sweets and administered a bolus via the infusion device. After half an hour, the glucose values were still rising and after three hours the customer received a result of hi (= higher than the measurement range of the meter/cgm). The customer changed the cartridge and the infusion set and administered boli until the cartridge was half empty. The customer cannot remember what happened afterwards, but woke up in hospital. At the hospital they received a result of 580 mg/dl. The customer and a diabetes nurse disconnected the tubing from the cannula and observed that no insulin came out of the tubing although the infusion device was in run mode. At the time the incident was reported, the customer was still in hospital; release from hospital was depending on ketone bodies lowering.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Update d4: catalog and UDI number corrected.